Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an altitude alarm occurred. The customer's blood glucose level was 288 mg/dl. During troubleshooting with tandem technical support, the customer was able to clear the alarm and resume insulin delivery.

Manufacturer narrative:
The failure investigation has been completed. The failure investigation has been completed and the alleged issue was verified in the pump logs; however, no failure was identified. Additionally, a different issue was identified.